Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed two electrically leaky filters, designators fl4 and fl10 from the power supply module due to solder flux residue on the power pcb. This type of failure is a known cause of no dc operation.

Event description:
It was reported that the device would intermittently not operate on battery power. There was no patient use associated with the reported event.